Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient inserted a new sensor into the arm. At an unspecified time afterward, he began experiencing erratic cgm readings. A bg meter comparison could not be performed because a glucometer was not available. On (B)(6) 2026, at approximately 6:00 am, the patient developed stomach pain and vomiting while the cgm displayed ¿high.¿ the patient¿s mother performed a blood ketone test, which produced results of 2.6 and 2.7 mmol/l. She contacted the patient¿s doctor¿s office to report the symptoms and elevated ketone levels. The physician diagnosed diabetic ketoacidosis (dka) and advised administering a manual insulin injection, after which the patient¿s condition improved. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid on 02/21/2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, data was re-evaluated on 03/08/2026. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator from 02/19/2026 to 02/21/2026, with 02/20/2026 as the date of medical intervention. The data investigation found a difference in values that falls within the b zone of the parkes error grid on 02/21/2026. No additional patient or event information is available.